Manufacturer narrative:
A ge svc rep performed an investigation. The sbc, sys interface and cable assembly were evaluated and replaced. The fuses on power distribution board were reseated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys intermittently would not boot up. There is no report of death or serious injury.